Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the insertion was successful, the issue happened during the removal. The guide was caught in the catheter and the guide unraveled. The guide was removed with the catheter. This incident happened with a second unit. The first event is documented in MDR# 3006425876-2017-00388.

Manufacturer narrative:
(B)(4). Additional information requested regarding this event and patient condition/injury. No additional information received at the time of this report.

Event description:
The customer alleges that the insertion was successful, the issue happened during the removal. The guide was caught in the catheter and the guide unraveled. The guide was removed with the catheter. This incident happened with a second unit. The first event is documented in MDR# 3006425876-2017-00388.